Event description:
It was reported when using the bd alaris pump module, smartsite infusion set, the device experienced component separation. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the IV tubing was broken. Verbatim: I would like to report a defective tubing that occurred in our ICU/imcu dept on (B)(6) @ 2000. The IV tubing is broken. Thankfully the defective tubing was discovered before it was used for patient care.

Manufacturer narrative:
Investigation summary: the customer reported that the tubing was broken, and returned photos of the incident. The sample was clearly separated at the outlet of the smart site, and the complaint is verified. A device history record review for model 2426-0500, lot number 21093295 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Without an investigation on the physical sample, the root cause is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.